Event description:
Caller reported a cartridge alarm with no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and there were no previous reports of similar alarms with the pump's serial number, although consecutive cartridge alarms were confirmed. Technical support decided to replace the pump, ensuring it included updated software, as the customer's pump was not up-to-date. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and agreed to return the problematic pump within 10 days using a pre-paid label to avoid additional charges. The customer was also informed about setting up their replacement pump, including programming their settings and connecting their continuous glucose monitor (cgm).